Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light intensity of the subject device was too bright, so it was turned down from the front panel, but it did not return when they tried to change it. After that, it was restored when the power switch was turned on and off, but it became dark again in the middle of the process and the light intensity switch did not work. The issue occurred during an unspecified procedure with a combination of a video system center. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer: it was reported the subject device had noise when shaking the cable.